Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm (alarm 3) occurred. There was no reported impact to customer's blood glucose. Customer did not have another method of insulin therapy at the time of report and customer declined follow up from tandem technical support.